Event description:
Medtronic (covidien) received information that during preparation, the x-pedion guidewire got stuck in the proximal section near to the proximal marker of the hyperform balloon catheter. This event occurred when attempting to inflate the balloon. Since the guidewire did not advance further, the physician forcibly pushed the guidewire and perforated the catheter lumen. The balloon was not inflated as the event occurred prior to inflation test. The balloon was flushed and the guidewire was hydrated according to their IFU (instructions for use). The guidewire did not reach the catheter tip as the event occurred prior. The customer was unable to provide specific details to whether the guidewire tip was shaped or if there were damages to the devices. Both the catheter and guidewire will be returned. Contrast ratio was 50/50. Another balloon catheter and guidewire were opened to continue the procedure. Medical intervention was not required. Device was not used on the patient. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The catheter was returned for evaluation with a guidewire protruding from the catheter hub for approximately 55.8cm. The catheter was found punctured at approximately 6.0cm from the distal end. The cause for this, as reported, was due to the physician forcibly pushing the guidewire against resistance. The guidewire was found to be damaged and stretched within the catheter from approximately 3.5cm to 5.5cm from the distal end. The guidewire was found to be stuck within the catheter and was unable to be removed. Guidewire damage can occur when inadequate hydration of the guidewire coating results in sticking and difficult handling. All devices are 100% inspected for damages and irregularities during manufacture. The lot history record review of the reported lot number showed no discrepancies that might have contributed to the reported experience. (B)(4).